Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported there were no issues noted with the ra and rv leads. The ra lead non-capture and the rv lead undersensing were noted to have occurred during atrial fibrillation (af) and that ventricular tachycardia (vt) would be expected. It was further noted that the rv lead was explanted and replaced due to the patient having ventricular tachycardia (vt) / ventricular fibrillation (vf) and needing to be upgraded to an implantable cardioverter defibrillator (ICD) system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible non-capture on the right atrial (ra) lead and occasional undersensing on the right ventricular (rv) lead. The rv lead was explanted and replaced and the ra lead remains in use. No patient complications have been reported as a result of this event.